Manufacturer narrative:
Device evaluation: lens was retrurned in a micro centrifuge vial with moisture on the lens. Visual inspection found no visible damage to the lens. Claim#: (B)(4).

Manufacturer narrative:
Corrected data: patient code: 3191 is not applicable; should be corrected to code 2692 in the initial MDR. (B)(4).

Manufacturer narrative:
Device code 1494: off-label use: acd< 3.00mm should be added to the initial MDR. Claim# (B)(4).

Manufacturer narrative:
Weight: unk. Ethnicity: unk. Race: unk. This product is not marketed in the us. (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 13.2mm vicmo13.2 implantable collamer lens, -7.00 diopter, into the patients right eye (od) on (B)(6) 2019. The lens was removed and replaced for a shorter length lens within the same surgery due to excessive vault. The replacement lens resolved the problem. The cause of the event is reported as unknown.